Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found that the battery was overdischarged and permanently damaged. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator has not yet begun. A follow up report will be submitted once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a manufacturer representative noting that the event was caused by the patient not using the battery sing their stroke because they did not have pain anymore. A trickle charge was down but the recharge screen did not appear. The ins would be explanted but the date was unknown at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient's ins has been overdischarged. The patient had a stroke and stopped using their spinal cord stimulator (scs). The patient no longer has pain and stopped using their scs. A physician reset was done twice and the battery would not start. It was reported the battery was dead. The patient wants their product explanted because he doesn't need it anymore. The explant has been planned. No further complications were reported. No patient symptoms were reported.